Event description:
It was reported the patient¿s implantable neurostimulator (ins) pocket was revised on 2009-(B)(6) due to the ins being flipped. It was stated the patient had ¿discomfort¿ and ¿weight loss.¿ it was reported the patient¿s outcome was ¿good.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).